Event description:
According to the reporter: the customer reports that prior procedure (promontofixation by coelio), the balloon was tested with 35cc of air but only 25cc of air could be injected. Another device (blunt tip) was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). Date of initial report sent: 04/25/2014.